Manufacturer narrative:
Document review performed on 13 march 2018 by manufacturer: batch released on date: 03/may/2017 n. Of pieces released: 5 comments: all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. There aren't non conformity elements in the document review. On 29 march 2018 the manufacturer reported looking at the picture the laser welding of the plaque assembly failed. We suppose that the problem is caused by a defect during the laser welding process. Visual inspection performed by r&d product manager on 29 march 2018: it is evaluated that the plate used to disassembly the cardan joint to the cup impactor body is missed. Probably during the usage the welding part that connect the plate to the body with pins has been broken. This analysis has been conducted also using the images attached to the complaint.

Event description:
During shell impaction the impactor broke (locking and unlocking plate/mechanism of the cardan system). The surgeon switched to straight impactor.